Event description:
I had the neurostimulator placed in my cervical spine on (B)(6) 2014. Since then, it feels like my skull is literally cracking throughout the parietal bone and up into my frontal lobe. When I called my surgeons office, they only offered me more pain medications. My first f/u appointment with him is (B)(6) 2014. I called for help on (B)(6) 2014. While they did offer me a sooner appointment, I feel skeptical as they told me not to go to the hospital to get help.